Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, there was the formation defect or disorder of the clips which are in the device. The ligation could not happen or occur because of the formation defect. The surgeon was able to squeeze the handle. The device was replaced by a new one to complete the case. There was no patient injury.